Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient had high residuals of medication in the pump at their previous 3 refills. At one refill, 9 ml was aspirated when they were expecting 3 ml. In addition, the patient was having mild return of spasticity/decreased therapy efficacy. At that point, their infusion was increased. The high residuals persisted, so today the pump pocket was opened, and it was observed that some of the catheter was coiled and kinked which made aspirating the catheter unsuccessful. The catheter was revised by adding a new pump segment of catheter which then allowed for easy aspiration of the catheter. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. It was noted that no troubleshooting was performed prior to surgery today. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The pump was delivering gablofen (2000 mcg/ml at 160 mcg/day).

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(6), ubd 2017-03-25, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen via an implantable pump for unknown indications for use. It was reported that the patient's refill volume was off by over 5 cc at their last refill and the patient was brought in today with an expected pump volume of 15.5 cc but they withdrew around 20 cc. On top of this, the patient had been complaining of increased spasticity for the past 3 months. There were no external factors involved. The company representative suggested a dye/rotor study to the healthcare provider but they wanted to proceed with evaluating with neurosurgery for a full system replacement. The pump logs were checked and they were unremarkable. The event was not resolved. Surgical intervention did not occur and it was unknown if it was planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.